Manufacturer narrative:
H4: the lot was manufactured between october 29, 2022 to october 31, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. Approximately 80 hours into the 96 hour infusion, the balloon burst. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.